Event description:
It was reported that a balloon leakage was observed during the surgery. The leakage is located near the locking flap. Another device was used to complete the procedure. There were no patient consequence.

Manufacturer narrative:
Information anticipated, but unavailable at this time.